Manufacturer narrative:
Concomitant product UDI for cylinder is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of crack in the cylinder connecting tube was not detailed by the hospital. The pump was removed and replaced. No patient complication were reported.

Manufacturer narrative:
Concomitant product UDI for cylinder is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that contamination bodily fluid was found within the pump. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage test. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, due to the inability to functionally test the contaminated pump, the allegation of mechanical issue is unable to be confirmed. The allegation of a hole/perforation in the tubing was unable to be confirmed as the tubing was not returned for analysis. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of crack in the cylinder connecting tube was not detailed by the hospital. The pump was removed and replaced. No patient complication were reported.